Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-jan-2019. With the following findings: during investigation, the down arrow keypad button was found to be unresponsive and the ok and up arrow buttons were intermittently unresponsive. There was contamination found under all button contacts; the down arrow contact was inverted. Evaluation also revealed a dim, discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the following issues: the down arrow keypad button was unresponsive; the ok and up arrow buttons were intermittently unresponsive. There was contamination found under all button contacts; the down arrow contact was inverted. Evaluation also revealed a dim, discolored display and a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 29-jan-2019.